Event description:
A customer reported to the kit booking specialist that, the product has failed. The event occurred during a surgical procedure. No adverse consequences reported by the customer. The surgeon completed the procedure with another item available in the theatre. The customer when contacted wasn't able to specify the failure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.